Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient stated the remote monitor had a red light. It was discussed that this could indicate information that was not able to be transmitted to the clinic due to patient phone line or environmental home issues and the device should be interrogated. The patient reported to the emergency room where upon interrogation an alert was noted for out of range shock impedance measurements. The health care professional then noted that there were stored events due to noise. In one of the events the noise was oversensed and the subcutaneous implantable cardioverter defibrillator (s-ICD) administered an inappropriate shock. That shock caused the patient to go into ventricular fibrillation (vf). Another shock was administered and converted the vf appropriately. It was noted that both shocks exhibited high out of range shock impedance measurements. During testing all impedances were within range. A chest x-ray was taken which had normal presentation. Iso-electrics were clear, however there was muscle noise detected in response to the patient sitting up in bed. The noise was able to be seen on all vectors. Engineering reviewed the data from the device's memory and noted a gradual rise in the impedance values stored in the device since around the first of the year. Engineering also reviewed the x-ray and stated that it does demonstrate electrode is some distance off the sternum but not too much. Further discussion noted other possible causes of the noise including weight gain, calcification or film on the coil. The field representative noted that the physician is considering replacing the s-ICD and electrode with a transvenous implantable cardioverter defibrillator (ICD). Ts did note that if the physician chose to leave in the s-ICD system, a lead revision would likely be needed based upon the noise and out of range shock impedances. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported.